Event description:
Reporter indicated that the sites handheld was giving the following error, "file cyberstore, cab not found, possible reason removable storage media not detected." Soft reset and hard reset were done to resolve the problem; however, the issue did not resolve. A new handheld has been provided to the site. Non working handheld has been obtained by the manufacturer for product analysis; however, that analysis is not yet complete.